Manufacturer narrative:
An event of a mobile thrombus on device was reported. The investigation found fibrous tissue with overlying organizing thrombus, adherent to both surfaces of device. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6), 2022 an amplatzer amulet left atrial appendage occluder (lot: 8194915) was implanted. During a recent follow-up on (B)(6)2023, approximately 9 months after the initial procedure, a mobile thrombus was observed on the device. Surgical intervention was performed on (B)(6)2023, where the amulet device was successfully explanted and the thrombus successfully removed. The patient is reported to be stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown date, an amplatzer amulet left atrial appendage occluder was implanted. During a recent follow-up on (B)(6) 2023, approximately 9 months after the initial procedure, a mobile thrombus was observed on the device. Surgical intervention was planned for on (B)(6) 2023, where the device will be explanted.